Event description:
Rptr has a strong maternal family history of breast cancer which motivated prophylactic bilateral mastectomy with insertion of bilateral silicone implants in 12/72. Severe hardening of implants began shortly after surgery which thereafter denied her the option of sleeping on her stomach. She developed severe pain, swelling, and redness in right breast on 8/26/91. Rptr was treated with oral duricef for 16 days with good results. After swelling subsided, right breast was deformed. Since both implants had ruptured, removal was recommended. Implants were removed and replaced with saline units on 12/6/91. Post-op infection developed requiring incision and drainage of right breast which is still deformed.